Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The insulin pump stopped working suddenly, it didn't function. Customer's blood glucose was 10 mmol/l. The battery was replaced and the anomaly persisted. Issues occurred before customer went to bed. The device is being returned for analysis.

Manufacturer narrative:
The insulin pump was charged and monitor for several days; no off no power alert and passed displacement, off no power, idle current and self current tests noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.